Event description:
Customer reported experiencing issues with occlusions. There was no reported impact to the customer¿s blood glucose level. Customer did not pursue troubleshooting further and did not request additional assistance from technical support at that time.